Manufacturer narrative:
Date of report: 11jun2019. Date rec'd by MFR:04jun2019. The field service engineer went on-site and found that the ventilator was in use and the touchscreen was working. No fault was found with the ventilator so there was no service work performed. No parts were replaced so no parts are expected to be returned for failure investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the ventilator's touchscreen was faulty. There was no patient or user involvement.